Manufacturer narrative:
Report was inadvertently submitted under manufacturer number 1020279 but the correct manufacturer number is 1219602.

Manufacturer narrative:
The device intended to be used in treatment, was not returned for evaluation. Thus visual inspection and functional testing could not be performed. No product identification information was provided and thus a manufacturing record review could not be conducted. A complaint history review concluded this was a repeat issue. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that the healicoil "exploded"; there is no information regarding if there was any case or patient involved, when did the event occurred, how the procedure was completed nor if there was any delay. No other patient injuries or complications were reported.